Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.

Event description:
A single piece collamer lens model number cc4204bf was torn. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.